Event description:
It was reported that the device was used during a laparoscopic ileocecumectomy procedure. The device fired malformed clips, some were "j" form, pear shaped, unformed. This was occuring inside and outside the belly. There was no torque being applied for any of the firings. Another device was used to complete the case. There was no adverse consequence to the patient. (B)(4)

Manufacturer narrative:
(B)(4).